Event description:
There was an allegation of questionable tpuc3 total protein urine/csf gen.3 results for 1 patient urine sample on a cobas 8000 cobas c 701 module. The initial urine tpuc3 result was 1.4 g/l. The customer was prompted to repeat the sample as they result did not match the patient's clinical diagnosis. The repeat result was 0.5 g/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) confirmed that the analyzer was functioning. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.